Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic ileocolic resection procedure, the black handle of the device broke off. The handle was retracted to remove the stapler. There was no patient injury.